Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery, the patient was reimplanted with a new device. This report is filed (B)(6) 2011.

Event description:
Per the clinic, the patient experienced pain with stimulation which could not be resolved, leading to device non-use. An assessment of the case indicated that the patient's clinical symptoms represented a device failure. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): implanted device remains.